Event description:
It was reported that the external pulse generator (epg) battery drawer would not open when the eject button was pressed. The current status of the epg is unknown. No patient complications have been reported as a result of this event.